Event description:
New information received notes that the lead was revised on 13 apr 2021. The patient was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular over-sensing recorded by the device. Right ventricular lead dislodgement was suspected as the cause of the episodes. No interventions were reported. The patient was in stable condition.